Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump exhibited error code 46705. Per reporter, they were able to restart the pump. No adverse patient effects were reported. No further information available.